Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating "brand new device still contaminated with (B)(6) after 2 sampling." The bronchoscope was sold and shipped to the customer on (B)(6) 2017. Pentax received additional information from the customer confirming the first sampling was performed on (B)(6) 2017 before the first reprocessing of the bronchoscope and before the device was implemented in the installed base at the hospital. The results of the first sampling detected 4 cfu of saprophytic flora. Testing before first use is routinely performed in (B)(6). Reprocessing was then performed at the customer's site and a second sampling was performed on (B)(6) 2017. The results of the second sampling detected 3 cfu of (B)(6). The bronchoscope was received by pentax (B)(4) on (B)(6) 2017. Pentax (B)(4) performed sampling on (B)(6) 2017 before reprocessing of the bronchoscope. The results of the sampling detected 7 cfu (B)(6)/(B)(6) coag (B)(6) in the operating channel. Reprocessing was then performed and a second sampling was performed on (B)(6) 2017. The results of the second sampling detected 19 cfu (B)(6) in the operating channel and 1 cfu (B)(6) coag (B)(6) in the suction channel.